Event description:
It was reported from the office of oral surgery partners that a glidewell ht implant ø5.0 x 11.5 mm experienced loss of osseointegration at tooth location #28. The patient was reported as a 77-year-old male with a medical history of high blood pressure. Bone quality was reported as type ii and oral hygiene was reported as good. The implant was placed on (B)(6) 2025 following immediate extraction and was not immediately loaded. Prosthetic restoration was completed in (B)(6) 2025. Reported patient symptoms included abnormal bone loss around the implant. The implant was removed on (B)(6) 2025. No instruments were reportedly required to retrieve the implant. Reportedly, the patient's symptoms resolved following implant removal. No permanent patient injury was reported. The implant was not replaced.

Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).